Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited no output or telemetry due to battery depletion. After battery replacement, the product code was downloaded and the device exhibited normal characteristics. The implant duration of the device was 7.81 years, exceeding the projected longevity of 5.7 years.

Event description:
It was reported that the pulse generator was in backup vvi operation. The device was removed and replaced.